Event description:
Can hardly walk without needing a big cane to get up out of the chair [walking difficulty] . Gets sick on his stomach [gastric disorder] . Legs are stiff [limbs stiffness] . Severe pain of stiffness in both knees of legs, after each injection in both knees [stiff knees] . It was horrible, and the pain goes around his knee¿ and ¿severe pain of stiffness in both knees of legs, after each injection in both knees [injection site joint pain] the pain goes around his knee like it was inflamed [injection site joint inflammation] . Case narrative: this case is linked to case ID (B)(4), (B)(4), (B)(4), (B)(4) (multiple device suspect used for the same patient) . Initial information received on 26-dec-2022 from united states regarding an unsolicited valid serious case received from the patient. This case involves a 80 years old male patient who reported legs are stiff, can hardly walk without needing a big cane to get up out of the chair , gets sick on his stomach , it was horrible, and the pain goes around his knee and severe pain of stiffness in both knees of legs, after each injection in both knees and the pain goes around his knee like it was inflamed with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc]. The patient's past medical history, medical treatment(s) and family history were not provided. On (B)(6) 2022, the patient received first course of injections in both knees. On (B)(6) 2022, the patient received second course of synvisc injection in left knee at a dose of 2ml thrice (lot: crspo12z) (expiry date, route and indication - unknown, strength: 16 mg/2 ml). On an unknown date in (B)(6) 2022 after an unknown latency patient had severe pain of stiffness in both knees of legs, after each injection in both knees (injection site joint pain) (joint stiffness). On an unknown date in dec-2022 after an unknown latency he was in so much pain he can hardly stand it. He gets sick on his stomach (gastric disorder). Now it was horrible, and the pain goes around his knee(injection site joint pain),and the pain the pain goes around his knee like it was inflamed (injection site joint inflammation) . His legs are stiff (musculoskeletal stiffness) and can hardly walk without needing a big cane to get up out of the chair (gait disturbance) (disability) and his wife has to help him. Patient received 3rd injection on (B)(6) 2023 in both knees. Action taken: drug withdrawn for all the events. Corrective treatment: cane user for the event gait disturbance and not reported for other events. Outcome: unknown for all the events. A product technical complaint (ptc) was initiated on 26.12.2022 for synvisc (lot/batch number: unknown) with global ptc number: (B)(4). The sample status of the ptc was not available and the ptc stated: based on the complaint from intake team, there was no quality related defect that would pose as a product malfunction. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. The defect class has been updated to ii. (Tj 30dec2022) the product lot number was not provided. A batch record review was not possible. Based on the lack of information, no assessment was possible. It was the requirement to review all finished batch records for specification conformance prior to release. Sanofi will continue to monitor adverse events and perform trend analysis on a periodic basis to determine if a CAPA(corrective and preventive actions) was required. The final investigation was completed on 30-jan-2023 with summarized conclusion as no assessment possible additional information was received on 01-mar-2023 from the quality department. Ptc number was added. Additional information was received on 30-jan-2023 from the quality department: the complaint (B)(4) for USA has been reopened for the following reason: incomplete complaint information ptc details was received and was added in the case. Text amended.

Event description:
Can hardly walk without needing a big cane to get up out of the chair [walking difficulty]. Gets sick on his stomach [gastric disorder] . Legs are stiff [limbs stiffness] . Severe pain of stiffness in both knees of legs, after each injection in both knees [stiff knees]. It was horrible, and the pain goes around his knee¿ and ¿severe pain of stiffness in both knees of legs, after each injection in both knees [injection site joint pain]. The pain goes around his knee like it was inflamed [injection site joint inflammation]. Case narrative: this case is linked to case ID: (B)(4) (1st set of injection, left knee), (B)(4) (2nd set of injection, right knee) (multiple device suspect used for the same patient). Initial information received on (B)(6) 2022 from united states regarding an unsolicited valid serious case received from the patient. This case involves a 80 years old male patient who reported legs are stiff, can hardly walk without needing a big cane to get up out of the chair , gets sick on his stomach , it was horrible, and the pain goes around his knee and severe pain of stiffness in both knees of legs, after each injection in both knees and the pain goes around his knee like it was inflamed with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2022, the patient received first course of injections in both knees. On (B)(6) 2022, the patient received second course of synvisc injection in left knee at a dose of 2ml thrice (lot: crspo12z) (expiry date, route and indication - unknown, strength: 16 mg/2 ml). On an unknown date in dec-2022 after an unknown latency patient had severe pain of stiffness in both knees of legs, after each injection in both knees (injection site joint pain) (joint stiffness). On an unknown date in dec-2022 after an unknown latency he was in so much pain he can hardly stand it. He gets sick on his stomach (gastric disorder). Now it was horrible, and the pain goes around his knee(injection site joint pain), and the pain the pain goes around his knee like it was inflamed (injection site joint inflammation) . His legs are stiff (musculoskeletal stiffness) and can hardly walk without needing a big cane to get up out of the chair (gait disturbance) (disability) and his wife has to help him. Patient received 3rd injection on (B)(6) 2023 in both knees. Action taken: drug withdrawn for all the events. Corrective treatment: cane user for the event gait disturbance and not reported for other events. Outcome: unknown for all the events. A product technical complaint (ptc) was initiated, and the results were pending for the same.